Manufacturer narrative:
Analysis of the device found that the unit came in with a cracked and dented bezel in the bottom right corner. The device was disassembled, cleaned, replaced bezel and cracked touchscreen, calibrated touchscreen, reassembled, and placed in burn -in unit for 4 hours to check for any heat related touchscreen calibration failures. Removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the mainframe was not working properly. There was no patient impact.